Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit feeds too fast..¿ the unit was triaged and the reported issue of ¿under/over deliver- outside accuracy limit¿ could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer states the enteral feeding pump feeds too fast.